Event description:
A manufacturer representative reported that a patient with an implantable neurostimulator (ins) was having the system replaced due to several falls that the patient had. The was no allegation that the device or therapy was the cause of the fall, but the falls did appear to have contributed to the system needing to be replaced. No patient symptoms were reported and the system replacement has been completed at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.